Event description:
Caller reported an event that occurred with the freestyle meter. They tested pt and received a reading of 232 mg/dl and administered insulin to pt. Pt lost consciousness and paramedics were contacted. Paramedics tested with an unkown brand of meter and received a reading of 32 mg/dl. Glucose treatment was provided.